Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 1999. The implanting physician reported a re-expansion of a previously reabsorbed abdominal aortic anerusym, as well as a periaortic and retroperitoneal hematoma, following the use of lytics and an angioject device to administer thrombolytic therapy for treatment of an obstruction of the right iliac limb of the stent graft. This event occurred approx 5 years after implantation of the stent graft. The procedure was performed in 2004 and was reported on this date to a medtronic sales rep, who was present at this case. The angiojet procedure was in conjection with thrombolytic therapy, was reportedly successful in clearing the clot; however, the pt developed severe back pain and blood in the urine immediately following the procedure. CT imaging showed re-expansion of the previously absorbed aneurysm with no type I or type iii endoleak as well as periaortic and retroperitoneal hematoma. The pt was given two units of packed red blood cells, anticoagulants were discontinued and the pt's back pain resolved. Subsequent MRI/mra imaging found no evidence of active endoleak or active retroperitoneal bleeding and the imaging suggested acute or subacute bleeding that subsequently stabilized. The pt was discharged from the hosp in july 2004 with no further clinical sequelae as of august 2004.